Manufacturer narrative:
(B)(4). Product evaluation: (B)(6) failure analysis for fiber model #0010, lot #2400-646a, serial #1404: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 39,152 joules and 11 minutes of use, the side-firing fiber ¿does not work anymore.¿ the fiber was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing the second fiber. Patient outcome: ¿no injury to patient.¿